Event description:
Flxibility clinical study. It was reported a pericardial effusion occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A 31 mm watchman flx closure device was successfully implanted . A complete laa seal was noted and deployed device diameter was not measured. Prior to the procedure, 300 mg aspirin and 75 mg clopidogrel were administered. It was noted baseline and post implant computed tomography (CT) scan revealed no pericardial effusion. On that same day, about six hours post deployment, the patient felt unwell and had low blood pressure. A transthoracic echocardiogram (tte) revealed pericardial effusion with evidence of cardiac rupture and cardiac perforation. A pericardiocentesis/pericardial puncture was performed and clopidogrel was interrupted. On (B)(6) 2019, the event was considered to be resolved and on the same day, the patient was discharged from the hospital on aspirin and clopidogrel. It was further reported that on (B)(6) 2019, the patient experienced malaise and episode of lipothymia. Their systolic blood pressure was 80 mmhg. A bedside ultrasound revealed a pericardial effusion of almost 20 mm over right ventricle and 10 mm over left ventricle and hematoma formation over the apex region, which is possibly epicardial fat. The baseline and post implant computed tomography (CT) scan revealed no pericardial effusion. The patient was initiated on fluids and labs were recommended. Their blood pressure rose to systolic 120 mmhg. Cardiac consultant was seen, and the patient was found to develop near-circulatory arrest. In the ward, cardiac team was called, and 50 ml bleeding pericardial exudate was drained. The patient was noted with return of spontaneous circulation but became hypotensive. On the same day, ultrasound revealed minor regression of pericardial exudate, but still effusion over right ventricle. IV atropine and fluids were started and clopidogrel was kept on hold. However, the patient was still symptomatic with nausea and persistent systolic blood pressure of 85 mmhg. Subsequently, the patient was shifted to cardiology laboratory and underwent pericardiocentesis procedure. Pericardial exudate was smoothly aspirated and 200 ml blood was drained. The drain was attached and remained in position. The patient was stable and transferred to ICU for overnight observation after drainage of pericardial exudate. In the ICU, oxygen saturation was 100% and subject was hemodynamically stable. Echocardiogram revealed pericardium had an only very minimal pericardial border. Hence, advised to keep the drain in place until the next morning for further monitoring, on (B)(6) 2019, 250 ml pericardial exudate was noted into drain bag, consequently the patient was further put on observation for another 3 hours. Then an aspiration attempt was made on the pericardial drain, however no fluid was noticed during aspiration. 10 ml saline solution was given. A repeat echocardiogram revealed very little border in the pericardium. The pericardial drain was removed with 100ml bloody fluid possibly from pleural cavity or ascites. However, no evidence of bleeding was noted. On the same day, post procedure bedside echocardiography revealed no significant pericardial accumulation, well-functioning biventricular function and no fluctuations in mitral inflow pattern or pulse wave in left ventricular outflow tract. The patient was shifted from ICU to general ward. It was noted that the patient had clopidogrel in error along with his other regular medication. On (B)(6) 2019, transthoracic echocardiography with tissue doppler revealed no significant pericardial exudate. On (B)(6) 2019, chest x-ray revealed possible right-sided basal infiltrate which was possibly due to near-circulatory arrest, cough and infection. Antibiotics were prescribed.

Event description:
(B)(6) clinical study. It was reported a pericardial effusion occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A 31 mm watchman flx closure device was successfully implanted . A complete laa seal was noted and deployed device diameter was not measured. Prior to the procedure, 300 mg aspirin and 75 mg clopidogrel were administered. It was noted baseline and post implant computed tomography (CT) scan revealed no pericardial effusion. On that same day, about six hours post deployment, the patient felt unwell and had low blood pressure. A transthoracic echocardiogram (tte) revealed pericardial effusion with evidence of cardiac rupture and cardiac perforation. A pericardiocentesis/pericardial puncture was performed and clopidogrel was interrupted. On (B)(6) 2019, the event was considered to be resolved and on the same day, the patient was discharged from the hospital on aspirin and clopidogrel.